Manufacturer narrative:
There was no death associated with the inappropriate defibrillation. There is no info to suggest the pt sustained a serious injury. Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The monitor was returned as routine maintenance and found to be fully functional. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. No adverse event resulted from the pulse reset. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A retroactive review of pt flag files in the lifevest network identified a monitor reset following a treatment on (B)(6) 2013. The pt reported he was treated while outside working with gloves on. The treatment was delivered at approximately 18:13:54. The ECG recording shows that prior to the treatment the signal was motion artifact. Motion artifact contributed to the false detection. The monitor reset following the treatment. Per review of the patient flags, the response buttons were not pressed prior to the event. The pt did not seek medical attention and continued use of the lifevest. There was no death associated with the inappropriate defibrillation. There is no info to suggest the pt sustained a serious injury.